Event description:
Porta cath was being removed as patient no longer required therapy and the tubing was found to have a slit in it.======================manufacturer response for power injectable port, smart port CT (per site reporter).======================manufacturer provided rga# for product return evaluation.